Event description:
An attempt was made to deploy a 2.5mm diameter x 26mm length resolute integrity rapid exchange (rx) drug eluting coronary stent in a pt to treat a lesion located in the first marginal which exhibited 90% stenosis, severe calcification and excessive tortuosity. It was reported that the physician attempted direct stenting of the lesion prior to perform the first pre-dilatation. It was reported that the guide catheter and wire lost position during attempted multiple dilations of the target lesion. Several delivery attempts of the stent were made; however, unsuccessfully. It was reported that during the attempt to remove the device from the body, the stent caught on the lesion and could only be removed by the use of considerable force. It was reported that the procedure was successfully completed with further pre-dilatation followed by deployment of two other MFR stents. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: pt morphology affected effectiveness of device (90% stenosis, severe calcification and excessive tortuosity); (failure to deliver the stent and stent deformation). Eval, conclusion: device failure/lack of effectiveness related to pt condition (90% stenosis, severe calcification and excessive tortuosity). Eval summary: the resolute integrity rapid exchange device was returned for eval. The hypotube was bent, wavy and kinked. The first seven proximal stent segments were positioned on the balloon as per specification. The remaining stent segments were raised, damaged and deformed. The tip was slightly damaged. The proximal pillow was partially open/disturbed. Please note that this resolute integrity rapid exchange (rx) device is distributed outside the united states: however it is similar to the united states distributed product endeavor sprint rapid exchange (rx).